Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a significant overnight low blood glucose event while using the ilet bionic pancreas, after which coaching was provided to ensure cgm alarms were audible and the phone remained nearby during sleep. Symptoms included hypoglycemia. Outcomes included no reported injury and return to stable glycemic control, with subsequent time in range reported and no further lows over the following day and overnight. Investigation included review of available complaint information and user follow-up attempts. Investigation of this case revealed that the specific precipitating cause of the hypoglycemia could not be determined. It was concluded that the event was user-related or situational with cause unclear, without evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.